Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. Upon fixation the lead was tested, r-waves were noted to be small. The physician made an unsuccessful attempt to reposition the lead, and the procedure was ultimately completed with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of low sensing threshold/ r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures and or internal shorts. No other anomalies were noted.